Event description:
Nurse was checking on (B)(6) patient, and when she took the gloves off there was blood on her hand. She went to the emergency room for assessment and possible testing, and filed a report with infection prevention.

Manufacturer narrative:
(B)(6) is filing this as the importer. The customer did not provide the sample, but did provide the lot number. Therefore, the device history record was reviewed and no abnormalities were note. Historical trending was done. Without the actual sample, it is difficult to assign a root cause. The probable cause of pinholes could be due to an isolated dirty or deteriorated former. The manufacturing team has been made aware of this complaint. They will take action to identify and remove the problematic formers, and replace them with new units. Additional lights were installed at the dipping line to carry out inspection of the formers. The teams will also closely monitor all manufacturing processes to ensure the gloves meet all the required astm's specification prior to release. We will continue to monitor for complaints of this nature.